Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the patient's duodenum during an esophagogastroduodenoscopy (egd) with ablation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the injection gold probe failed to cauterize the ulcer, despite an increase in power setting. The device was connected to the generator via an adapter cable and no issues with the generator or other electrocautery devices were reported. The procedure was completed with a second injection gold probe using the same generator and settings. No visible issue to the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) probe fails to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.